Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Unrecoverable temperature alarms occurred during a routine hemodialysis treatment. Rinseback was not performed due to the amount of time spent troubleshooting the alarms, resulting in an estimated blood loss of 190 cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback of the pt's blood in a timely manner as directed in the user's guide when an alarm cannot be resolved. The cycler was not rec'd at the time of this report. The actual cause of the alarms cannot be determined. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No add'l info will be provided.